Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Additional test performed as follows: (B)(4) samples were taken from the current production, the samples were inspected; and issue reported "cuff not staying inflated" was not present in the current manufacturing process. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed as the device was not available. The root cause is unknown. If the device becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitoring trending of similar complaints.

Event description:
Customer complaint alleges that the device cuff will not stay inflated during testing.